Manufacturer narrative:
Reference record (B)(6). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported that since (B)(6) 2021, the patient had been suffering from abdominal pain. On (B)(6) 2021, he was taken to the hospital. No diagnostic nor therapeutic measures took place in the hospital and patient was discharged on (B)(6) 2021. On (B)(6) 2021 patient was hospitalized again due to abdominal pain. A gastroscopy was performed and a duodenal ulcer was diagnosed. The ulcer was removed. The general condition of the patient deteriorated. The patient died in the hospital due to an unknown cause on (B)(6) 2021.